Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got motor arm cannot communicate with the main arm as well as failed battery test .customer also stated that the meter was saying no device found .the customer¿s blood glucose level was 154mg/dl . Troubleshooting was not performed for pump error. The product will not be returned for the analysis.